Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: based on the topography of the fracture surface of the tomofix plate, we can conclude that the implant was subjected to low and moderate dynamic bending loads one sided. Based on the topography of the fracture surface of the screw head of the locking screw it is likely that the screw was subjected to low dynamic bending loads. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the tomofix plate and the locking screw. The breakage of the tomofix plate occurred at a plate hole in the head area of the plate. The breakage of the 5 mm locking screw occurred below the screw head in the junction screw head to screw shaft. The golden anodized tomofix plate is made of pure titanium. The green anodized locking screw is made of ti6ai7nb alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition and mechanical properties. The material and microstructure of the plate is in compliance with the international standards. The investigated implants (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. On the lower side of the tomofix plate an area with discoloration/abrasion of the anodic layer was shown. This was likely caused by rubbing against each other of the plate and bone and/or bone substitute. One of the received intact 5 mm screws showed an error of the laser marking. When examining the proximal fracture surfaces of the implants using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. The crack started at the surface of the screw and ran into the material. After breaking, the fragments rubbed against each other causing partly destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack initiation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that implant failure was caused by fatigue and overload. The implants could not resist the applied force which finally led to the material overload. A failure resulting from either a material defect or the manufacturing process's can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information provided for this catalog number as; lot number: 9082139 and expiration date: 07/01/2024. An additional review of the device history records was performed and no complaint related issues were found. Device manufacture date. An additional manufacture date was also reported as; 07/31/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected device history review information: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: approximately three months after an initial high tibial osteotomy procedure to treat osteoarthritis using a tomofix plate (part number 440.831), the plate and screws in question were found to have broken. The initial implant date was (B)(6) 2014. Revision was performed with tomofix plate (part number 440.834s) on (B)(6) 2015. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. The device history records for the subject device were reviewed. The review showed there were there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.